Event description:
It was reported that this implantable pacemaker exhibited high pacing thresholds, noise and oversensing that lead to pacing inhibition on the right ventricular (rv) channel. It is suspected that the cause could be a lead fracture. A lead revision was performed. This device remains in service. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that this implantable pacemaker exhibited high pacing thresholds, noise and oversensing that lead to pacing inhibition on the right ventricular (rv) channel. It is suspected that the cause could be a lead fracture. A lead revision was performed and the lead was surgically abandoned. This device remains in service. No additional adverse patient effects were reported.